Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 340 (mg/dl) and diabetic ketoacidosis. Manual injections were delivered prior to hospitalization to address bg levels. While hospitalized, customer was treated with intravenous insulin and saline. The customer was released (B)(6) 2016.